Manufacturer narrative:
B5. Additional event description added.

Event description:
Additional information was received that reported "attempted to reposition and unable. Pump is not available."

Manufacturer narrative:
Section h6, health effect impact code: f1903 has been added.

Event description:
An impella cp device was inserted via the left femoral artery in a 60 year-old male patient presenting with acute decompensated chronic cardiomyopathy. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. The patient¿s medical history was notable for coronary artery disease. While in the ICU, hemolysis was reported, as evidenced by red urine and an elevated plasma free hemoglobin level of 400 mg/dl. It was noted that the pump was positioned with the pigtail interacting with the mitral valve apparatus. Attempts to reposition the device were unsuccessful. While on support, the impella cp was operating at performance level 5 with expected flows of 2.3 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. Due to ongoing hemolysis, the impella cp device was successfully weaned and removed. The patient survived to explant. Hemolysis is a known risk associated with impella support and may be attributed to the patient¿s underlying cardiogenic shock, elevated afterload, and potential interaction between the device and intracardiac structures, including the mitral valve apparatus.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.